Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) experienced fast heart beating. Upon sending the transmission, it was found that this device had a fault and switched to safety mode for patient protection. Technical services (ts) advised patient to contact the clinic to discuss the transmission results. Ts suspected myopotential oversensing and advised to replace the device as soon as possible. The device was subsequently explanted and replaced. No additional adverse patient effects were reported outside of this revision procedure. This product is expected to be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode. Engineers determined that this device was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) experienced fast heart beating. Upon sending the transmission, it was found that this device had a fault and switched to safety mode for patient protection. Technical services (ts) advised patient to contact the clinic to discuss the transmission results. Ts suspected myopotential oversensing and advised to replace the device as soon as possible. The device was subsequently explanted and replaced. No additional adverse patient effects were reported outside of this revision procedure. This product is expected to be returned.